Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73g1800876 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a clip ligation issue before hernia operation.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab slightly bent. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to load properly into the jaws. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The sample was received with 7 clips remaining in the channel indicating that 8 clips were fired by the end user. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues. Reference file anp1900073004 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "ligation issue" was confirmed based upon the sample received. The sample was returned with the rotation tab slightly bent. Upon functional inspection, the first clip was unable to load properly into the jaws. The sample was disassembled and it was found that the clips were out of position and stacking on one another in the channel. The broken ratchet caused the clips to become out of position and prevented the clips from properly loading into the jaws. Although the reported complaint was confirmed based on functional testing, it could not be determined what exactly caused the ratchet ears to break. A CAPA has been previously opened to further investigate loading and feeding issues.

Event description:
It was reported that there was a clip ligation issue before hernia operation.